Event description:
It was reported that patient was admitted to the or to clean out the infected incision site. Patient was given IV & antibiotics. Incision area was drained and cleaned out. It is unknown which implant site was infected. Both generator and lead remain implanted in the patient. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.

Event description:
It was reported that the infection was seen on the lead site. No devices were explanted. The patient was administered medication. No other relevant information has been received to date.